Event description:
Pt had rec'd mis-administration of dose during an imrt radiotherapy treatment as a result of retracted multi-leaf collimator (mlc) leaves. Details are summarized below: the pt had been treated for 2 fractions of a 26-fraction plan, starting in stet. The treatment plan was then modified by a therapist (the first therapist) in order to switch treatment machines. The first therapist reported that during the treatment plan save process, the computer appeared to "hang", with no perceived advancement of the on-screen save progress bar. The first therapist subsequently used the ctrl-alt-del method to invoke the task mgr and used the end task function to prematurely close the application. The first therapist re-opened the plan , but did not check that all data was in place and accurate. The following morning a second therapist treated at 13 fields of the first fraction for the day and did not remember observing anything abnormal. The first therapist then prepared to treat the first field of the afternoon fraction. He noticed that: when loading the plan, the mlc was in the "parked" position (leaves full retracted); there was no mlc shape displayed; and the typical mlc icon was not present on the screen. He decided to deliver the first field anyway, thinking that this missing info could be due to some "glitch". After delivering the first field of the afternoon session, the first therapist then determined that the beam delivery was not progressing as expected and discontinued treatment. Subsequent data analysis by varian confirmed the morning fraction and one field of the afternoon fraction were delivered with the mcl leaves fully retracted, exposing some tissue outside of the targeted tumor area. The pt has shown no side effects at this time, and the facility continued to treat the pt 3 days after the incident.